Event description:
It was reported via repair work order that the cot moved to the unload position while the vehicle was in transit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.